Event description:
It was reported that during an ion endoluminal lung biopsy procedure the ion 3-d tree of the left lower lobe (pleural map) was not populating. The surgeon attempted to take a sample of the target nodule without the use of the pleural map and "ended up making a large hole through the airway because the distances weren't changing as he moved the catheter forward". It was reported that there was no effect to the patient's health but that the procedure was converted to another bronchoscopy form. There is no information provided about the case and/or patient information to suggest that the patient sustained a serious injury. Additional follow-up emails were subsequently sent to the involved surgeon and despite the good faith effort (gfe) attempts to obtain additional information, there was no response received as of the date of this report. The cause of the reported incident is unknown at this time. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the available information, the cause of the alleged intra-operative complication was unable to be determined. There is no RMA associated with this complaint. Also, there is no evidence or allegation that a malfunction of an ion system, instrument, or accessory occurred or that a device caused or contributed to an adverse event. Therefore, there are no isi products expected to return for evaluation. Should additional information become available, a supplemental MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted to intuitive surgical, inc. (Isi) by the customer for review. This event is being reported due to the following conclusion: it was reported that the pleural map was not populating, and the surgeon attempted to take a sample of the target nodule without the use of the pleural map thus "ended up making a large hole through the airway¿. Available information provided from the user facility does not have enough information on the alleged incident to determine if a malfunction of an ion system, instrument, or accessory occurred that could have caused or contributed to this reported incident. At this time, the cause of the pleural map not populating remains unknown.